Event description:
It was reported by service report that the trolley antlers on powerload has no lights and the trolley function would not work. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result, other: magnet mover trigger, power load lights.